Manufacturer narrative:
Gbo complaint (B)(4). Received 1pk 450230/b150938k for evaluation. We have no further complaint on the material/batch. We have no further inventory of the material/batch. A visual inspection revealed no deviation. The needles which were also returned by the customer (450075/15f04a, 450075/15c04a, 450076/15b15b), were threaded into the holders, tubes attached and safety mechanism activated. During the functional evaluation, no shield were found to detach prior to, or during needle attachment, during tube placement, or during activation of the safety shield (per IFU); no needles disengaged from the holders. The complaint could not be confirmed.

Event description:
Customer states that they are encountering issues with needle disengaging from the holder during blood collection, which causes blood to leak around the connection between the needle and holder. The customer is also encountering issues with the safety shield coming off the holder prior to blood collection. The facility uses vacuette multi-drawing needle (450075 & 450076). No injuries, needle sticks, or blood exposures occurred as a result.